Event description:
No additional information.

Manufacturer narrative:
Investigation results: there was an absence of photographic documentation or physical samples submitted for the investigation concerning the reported issue. A thorough review of the history associated with syringe 20ml ll ns lot 2501002 was performed, revealing no deviations or non-conformities linked to the alleged defect. Six retained samples from the bulk of three lots were analyzed further; the samples were visually inspected without finding any damaged cylinders or any other related defects. Additionally, the samples were tested with liquid to check if the barrel was cracked during use, and the samples did not show any damage. The product is subjected to inspections at multiple stages throughout the manufacturing process to guarantee its quality and functionality. Given the current information, we are unable to pinpoint a root cause associated with the manufacturing process. Our quality team will persist in monitoring any complaints related to this device and the reported condition for potential emerging trends.

Manufacturer narrative:
The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: syringes cracked. Product description: syringe 10ml ll bns / syringe 20ml ll ns vendor part #:0000120923. Lot #: 4319005 / 2501002. Date reported: 8/21/2025 to distributor. Sample received: no.